Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system the catheter was broken at the end part after penetration. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nurse found that the catheter was broken at the end part after penetration.

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8148626. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: bd was not able to confirm the customer¿s indicated failure mode. Based on investigation results, the root cause was not identified because the customer did not provide the defective sample which is essential to perform a better investigation. According with the event description this defect happened during its use. Unfortunately without defective sample or photo we could not determinate if damage in the catheter was caused with the needle during its use or an incorrect assembly. Based on DHR review for lot reported of catalog 383312, all samples taken for visual and functional characteristics properly met the acceptance criteria. Quality records have been consulted for tracking and trending purposes and no issues are detected which means pretty low occurrence. Always refer to IFU for product usage recommendations. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined. No sample or photo was received for evaluation rationale: no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system the catheter was broken at the end part after penetration. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nurse found that the catheter was broken at the end part after penetration.